Event description:
It was reported the subject device experienced an image issue (image too dark) during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Na.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section was broken, and light transmission was lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low. In regard to the newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.